Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not feel the pump vibrations for alerts/alarms, pump touchscreen did not respond properly when the number buttons were pressed when attempting to unlock the pump. Tandem technical support (cts) tested the unlock feature and no issues were identified. Customer reported pump touchscreen was too sensitive and when bumped in a pocket would turn on. Subsequently, multiple incomplete bolus and temporary alerts were received. Due to the touch screen sensitivity, customer thought a bolus may be inadvertently delivered although no inadvertent boluses were reported to have occurred. After reviewing the pump functions with cts, customer maintained there was a pump issue. Customer's blood glucose was 232 mg/dl. Customer continued to use pump for insulin therapy.